Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 300-400 mg/dl and correction boluses via the pump and manual insulin injections were delivered to address elevated bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
Additional information received 8/3/2019: reportedly, the pump supplies were in use for 5-6 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog."